Event description:
I am concerned that sampling of products like these, without proper labeling as suggested by the FDA in its (B)(6) 2008 warning letter poses a risk to pts. Without labeling of ingredients in products like these, additional injuries and even deaths are likely to occur. FDA actions: FDA is recommending that all mfrs of denture cleansers modify their labeling to include warning info that the product contains persulfates, which are a known allergen, and to improve the directions for use on their labeling in order to reduce misuse. We are also recommending mfrs consider appropriate alternatives to use of persulfates. We believe these actions will minimize the risk of adverse reactions. I am enclosing sampling from regent labs, inc, for their stain away plus professional strength denture cleanser.